Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was unknown. The customer reported that the emergency medical service was called and treated low blood glucose with glucagon shot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The harm code of loss of consciousness has been updated with this report since customer passed out per notes. (B)(4).